Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin and not removing air from the cartridge before beginning insulin delivery. Customer performed a supply change to address the issue and resumed insulin delivery successfully. Customer's blood glucose was 228 mg/dl.

Manufacturer narrative:
Per tandem user guide; always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Use error: per tandem user guide; per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.